Manufacturer narrative:
Visual and x-ray examination of the lead did not identify any anomalies other than procedural damage. The lead exhibited normal electrical characteristics. An impedance test performed in the laboratory setting found the pacing lead impedance to be in the normal range. The cause of high impedance and loss of capture observed during the implant procedure could not be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. A different rv was implanted to resolve the event and the rv lead was explanted. The patient was stable following the procedure and there were no adverse consequences.